Event description:
A falsely elevated ctni results of 70 ng/ml was obtained on the dimension rxl max. The result was reported event though the result was flagged with an error message. The sample was refrigerated overnight and re-run the following morning. A result of 0.1 ng/ml was obtained. The same sample was then run on a dade behring stratus cs and result of 0.0 was obtained. The pt was redrawn the next day and a result of 0.0 ng/ml was obtained on the dimension rxl max. Pt was admitted to the cardiac unit but was not treated based on the erroneous result. The corrected report listing the result of 0.1 ng/ml was sent to the floor the following day. There were no adverse health consequences. Pt treatment was not prescribed or altered as a result of the erroneous result. Analysis of instrument data indcated instrument maintenance issues.